Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75x16mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal stent strut was damaged. The procedure was completed with a non-bsc stent. There were no patient complications reported.